Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 to 500 mg/dl. Customer¿s current blood glucose level was 200 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer also reported that the insulin pump had motor error alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer did provide any symptoms regarding high blood glucose such as difficulty in breathing, thirsty. The customer was treated for the high blood glucose with insulin pump. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.